Manufacturer narrative:
Correction: describe event or problem: it was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tube there was an issue with erroneous results. 170,000 tubes were reported to be involved. There was no report of injury or further medical intervention. Investigation summary: a sealed shelf pack of 10 tubes was received from the customer in support of this complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode with the photos provided. Root cause description: although no definitive root cause has yet been established, a clinical investigation into the role of ¿vulture¿ tubes in these types of defect was completed resulting in these tubes reverting back to the standard pet. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tube there was an issue with erroneous results. 170,000 tubes were reported to be involved. Dates / times and or patient information is unknown. There was no report of injury or further medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® sst¿ ii advance plus blood collection tube there was an issue with erroneous results. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for red cell hang-up with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for red cell hang-up with the incident lot was observed. Based on the investigation, a root cause could not be determined. However, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer sst ii advance plus blood collection tube there was an issue with erroneous results. There was no report of injury or further medical intervention.